Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient experienced four events of infusion sets fell off on (B)(6) 2025. The blood glucose level was high and the patient treated it with correction bolus via pump. The infusion set was in use for approximately twelve hours. Skin tac as adhesive aid was used at the insertion area. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.